Event description:
It was initially reported on (B)(6) 2012 that patient heard an alarm and telemetry was not performed. Patient heard it since the "past weekend", but wasn't sure if she might have heard the alarm prior to that. Patient's next refill was due on (B)(6) 2012. She had an MRI on "tues/wednesday this week," but had not visited her doctor to check the pump after. Patient had more pain than usual since the past weekend. Drugs delivered via the device were hydromorphone and bupivacaine. As of the date of this report it was stated patient visited the healthcare provider (hcp) due to motor stall and audible alarm every hour. It was clarified that patient had MRI on (B)(6) 2012 and started having anxiety after that. The logs showed multiple stalls and recoveries. Hcp also indicated volume discrepancies with pump the last time he saw the patient on (B)(6) 2012. Hcp had attempted to restart the pump; however noted that the stall that had occurred on (B)(6) 2012 had not recovered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported that the patient had a pump replacement procedure on (B)(6) 2012. No other detail was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. Catheter: model: 8590-1, lot# n093707, implanted: (B)(6) 2007, explanted: unk. (B)(4).